Event description:
It was reported by the sales rep that during the unknown procedure that the surgeon tried to fire the stapler for a laparoscopic appendectomy and nothing would work so they took the battery out and flipped it upside down and still nothing would work. They did that multiple times and ended up opening a new stapler. Unknown if the procedure was completed successfully. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch #: 302c39. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with shroud gap and nozzle damaged and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damages to the shroud and nozzle are potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 302c39, and no non-conformances were identified.